Event description:
We are contracted with a third party company for the use of the greenlight laser for ablation of prostates. Biomed checked the laser this morning. In the middle of the case the laser power surged and went off and back on. All the other equipment in the or was fine and had no problems. I called the electricians and talked with them. I called the company to make sure the rep from today reported the issue and they stated they were checking the fuse on the laser. The procedure was 80% completed. The doctor stated the prostate looked ok and didn't want to continue with the laser.